Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of tool breakage of f2 tool. Tool was received used and intact. It was noted that there was dark discoloration present in circumferential bands which is consistent with ends of the bearing and exit from footed attachment. This is likely caused by the distal bearings of the af02 attachment used with the tool not supporting the tool adequately. Report inconclusive for 8td1512. The device has been returned and is still pending their evaluation results. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection. We will continue to track and trend this complaint type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further information can be obtained from the facility regarding patient impact.

Manufacturer narrative:
Report confirmed for the concomitant tool (8td1512). The product was received broken (FDA code: 1260a/c63132) and used. The most likely cause of fracture of tool was that a side load (bending) was applied to tool when not rotating and inside the drill hole. Fracture location is consistent with maximum bending stress location. No discoloration or heat artifacts present near fracture location. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the devices were not returned. If the devices were returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 8td1512 tool was broken. No patient impact reported. Upon follow-up, additional information was received advising that a second tool was also broken (f2/8ta23). It was also confirmed that there was no patient or staff impact. Additional information about the event (product return) is currently being followed up.